Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s pdrn. The patient went directly to the hospital on (B)(6) 2026 due to symptoms of diarrhea. The patient was admitted to the hospital and diagnosed with peritonitis. Pd cultures were obtained. The patient was administered a one-time dose of intravenous (IV) vancomycin hcl 1,500mg. Additionally, the patient was prescribed IV cefepime hcl 1,000mg daily and oral vancomycin hcl 125mg four times per day. The patient¿s white blood cell (wbc) count was 13.2 and the cultures were positive for klebsiella pneumoniae. The patient has transitioned to hemodialysis (hd). The patient remains hospitalized. The cause of the peritonitis is believed to be touch contamination/lack of aseptic technique. No further information was provided.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty cycler set and the patient event of peritonitis with hospitalization and subsequent transition to hemodialysis. However, there is no documentation to show a causal relationship between the peritonitis event and use of the cycler set. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The cause of the peritonitis is suspected to be touch contamination/lack of aseptic technique. This is supported by the culture results of klebsiella pneumoniae, organisms that are part of the normal flora of the gi tract, may colonize the upper aerodigestive tract and gu tract, and are widespread in the environment. ¿peritonitis probably results from touch contamination, but sometimes from an exit-site or tunnel infection or from an intra-abdominal source.¿ based on the available information and no allegations or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.